Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (369-600 mg/dl). Boluses via the pump and a site change were performed to address the bg level. The customer did not know the cause of the high bg. As the events had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.